Event description:
It was reported by an attorney that the patient underwent a pelvic floor repair procedure on (B)(6) 2006 to treat a total vaginal prolapse and suture was used to secure the mesh. The patient experienced pain, erosion of her internal bodily tissue, infection, urinary problems, organ perforation, bleeding, dyspareunia, and neuromuscular problems. On (B)(6) 2007 the patient underwent excision of the suture that had eroded through the vaginal mucosa.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.